Manufacturer narrative:
Unchecked "required intervention to prevent permanent impairment/damage (devices)." Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction & infection are potential events that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Other contributing factors include the patient's nutritional status and trauma to the operative site. The IFU also provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The most likely root cause of the sternal wound infection is the patient's recent implant procedure and trauma to the operative site, while stroke is a known potential complication associated with all patients implanted with vads. Though the root cause of the reported events cannot be conclusively determined; clinical factors that may have contributed include the patient's recent implant procedure, previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the clinical study that this patient developed a mediastinal infection for which he was treated outpatient with intravenous (IV) antibiotics. Two days later the patient was admitted to the hospital with diagnosis of stroke and mediastinal infection. CT head scan confirmed encephalomalacia of the anterior inferior lateral left temporal lobe. The patient was on warfarin and clopidogrel for anticoagulation therapy. The patient was also taken to the operating room for debridement of a superficial sternal wound infection. He was discharged home on (B)(6) 2015.